Event description:
Insulin hooked up to pressure sensitive disc tubing. All insulin ended up on floor because pressure disc on tubing had crack/cut on disc and fluid leaked out when priming the line. No harm to patient other than delay of treatment.